Event description:
Per the clinic, the device was explanted due to "technical reasons." The manufacturer became aware upon receipt of the explanted device on (B)(6), 2010. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4)